Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by configuration issue. A technical support specialist inspected the station and ensured the medication ID in the order matched the strength of the facility formulary. Enabled "split allowed" in facility formulary for fractional orders. Removed combo items from the facility formulary under the combo medications tab to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system unable to remove azithromycin medication, appears grayed out with the message "issue with ordered amount or units". The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.